Event description:
The peritoneal dialysis (pd) patient call tech support regarding a m7.1 "pressure leak alarm and wanted to know if it was ok to continue the use of the cycler. She also stated that she was feeling full. A review of the treatment data indicated that large drain 1 occurred, 3750ml. Treatment data provided below. The patient's pd rn confirms that there was no medical intervention as a result of this event and she continues with the ccpd program in stable condition. The reported large drain 1 volume exceeds the 180% drain criteria (drain volume/prescribed fill volume > 180%-3750ml/2000ml= 188%) for a reportable device malfunction.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal volume drain occurred in drain 1 following the prescribed fill 1 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is currently undergoing eval and a supplemental report will be submitted upon completion.